Manufacturer narrative:
Suspect medical device: common device name: not available: regulation name: hemostatic device for intraluminal gastrointestinal use. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." The IFU states, "to allow powder deployment, turn red valve to open position. Note: device is now active and ready for use. Do not press trigger button until powder deployment is desired." The IFU states, "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was test sprayed prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray did not work properly. The instructions for use were followed during the procedure. The carbon dioxide cartridge was activated by turning the red activation knob until it stops, and red valve turned, but when nurse depressed red trigger, nothing happened. The powder did not deploy. Per the user, there was no gas in the cartridge. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2- suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: (B)(4). (B)(4). Investigation evaluation: the device was returned with one (1) catheter provided in the tray. The catheter does not appear to be used and has minor bends along the length. The on/off switch is in the off position and the red activation knob is fully engaged in the handle for full activation of the carbon dioxide cartridge. Powder was noted to be blocking the nozzle of the on/off valve. Our laboratory evaluation of the product said to be involved confirmed the report. During functional testing, when tested as returned without the catheter, the device did not spray powder, as reported. The red activation knob was removed to examine the carbon dioxide cartridge. When the carbon dioxide cartridge was removed it was noted to be empty with a full puncture in the cap. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle. The carbon dioxide cartridge cap was measured within specification, therefore the carbon dioxide cartridge was conforming. An unused carbon dioxide cartridge from our shelf stock was placed in the handle and activated. The device did not spray powder. The device was then disassembled and the tube between the on/off valve and the powder chamber was full of powder. The powder inside the tube was clumpy and hard indicating an internal clog. Powder was also observed inside the tube leading from the powder chamber to the small gray valve, which is activated when the red spray button is pushed. Powder in the tube can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual inspection of the hole in the bottom of the powder chamber confirmed it to be open and clear. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the cause of the report of unable to spray was confirmed to be an internal clog within the device. The cause of the clog is unknown but may be related to a clogged catheter. The instructions for use (IFU) states, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." The IFU states, "to allow powder deployment, turn red valve to open position. Note: device is now active and ready for use. Do not press trigger button until powder deployment is desired." The IFU states, "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action was implemented in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was reported on 24-august-2018: "during a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray did not work properly. The instructions for use were followed during the procedure. The carbon dioxide cartridge was activated by turning the red activation knob until it stops, and red valve turned, but when nurse depressed red trigger, nothing happened. The powder did not deploy. Per the user, there was no gas in the cartridge." The following updated information was received on 27-august-2018: "the hemospray did not work properly. The nurse confirmed that the instructions for use were followed during the procedure. The nurse flushed the endoscope working channel with air syringe to dry it. The carbon dioxide cartridge was activated by turning red activation knob until it stopped, and the red valve was turned. No spray was deployed outside [not sprayed prior to use]. The nurse deploy down catheter [advanced the catheter] in working channel and doctor placed the end of catheter one (1) cm out of the endoscope working channel and two (2) cm in front of a stomach bleeding ulcer (inside the patient). When the nurse depressed the red trigger, nothing happened. The powder not deploy, she said apparently [there was] no gas in the cartridge. They repeated the procedure with another hemospray without problem." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.